Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that on (B)(6) 2017 the patient fell directly on the battery on the ice while at work. The manufacturer representative saw the patient in the clinic on (B)(6) 2017. The patient had been having trouble with communicating to the battery with their programmer. When they pressed on the battery at the stir of the headers they experienced a ¿shocking sensation in [their] abdomen.¿ it was reported that when the patient was lying down the stimulation would randomly just turn itself up and the patient would then have to get their programmer to turn it back down. Impedances were checked and all were within normal limits. The battery charge diary was consistent with the details provided by the patient. Coverage had not changed since the fall occurred. The patient did not experience abdominal shocking unless they were pressing on the battery. During the meeting on (B)(6) 2017, the manufacturer representative turned off adaptive stimulation for all groups in case the accelerometer was damaged from the fall and was causing stimulation to turn up on its own. The manufacturer representative witnessed the patient having difficulty getting the programmer to communicate to the battery; however, when the manufacturer representative tried they did not have any issues communicating with the ins. The manufacturer representative walked the patient through the battery location again and told the patient if the issues persisted to call patient services to get a new antenna. The patient was scheduled for a battery replacement as soon as they could be approved by workman¿s compensation. Also, the patient was being sent for an x-ray to check the lead position for the baseline and to check the battery site. The issues were not yet resolved by a surgical intervention was planned. It was reported that the patient was alive with injury.

Event description:
Additional information was received on 2017-02-16 from the manufacturer representative. It was clarified that the patient was ¿alive with injury¿ as they had continued back pain from the fall. The manufacturer representative did not have the x-ray results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.